Manufacturer narrative:
IFU review was preformed and no deviations from the IFU were reported. Device analysis is attached. Conclusions of the final report of the complaint investigation: 1. The review of the ohr (device history record) indicates that the product was supplied meeting specifications. 2. There is no evidence to suggest that there were any manufacturing issues that contributed to the reported event. 3. According to the device analysis report, the returned product was received lacking the stent on the delivery system which concurs with the customer complaint. However, the circumstances leading to the reported stent dislodgement are unclear. Based on this investigation and the customer report no evidence-based conclusion can be made as to the circumstances for the reported complaint. 4. There was no injury to patient. No corrective action is required for this complaint.

Manufacturer narrative:
DHR review was conducted on feb. 21st, 2019. It indicates that the product was supplied meeting specifications.

Event description:
The initial report was received from the distributer on feb. 6th, 2019: "from what I understand the doctor was intending the stent to be deployed in a distal lesion and instead the stent stripped off from the balloon catheter in the proximal part of the vessel at which point had to be deployed in that location the device was prepped according to IFU. There was no patient injury" the total implanted quantity is 1. Additional information was received on feb. 13th, 2019: the target lesion was distal circ. The lesion wasn't calcified. There was little vessel tortuosity. There wasn't any vessel angulation. The product was stored, handled and prepared according to the IFU. There wasn't any excessive force applied on the stent delivery system while inserting it over the guide wire. The stent didn't kink while being used. There wasn't any difficulty crossing the lesion. The stent wasn't ever in an acute bend. There wasn't any damage noted to the packaging of the device, nor kinks or other damages noted prior to inserting the product into the patient. The patient went home that same day. Additional information was received on feb. 17th, 2019: the procedure was successful. The wire brand is unavailable. The guide catheter that was used was cordis 6f xb3.5. There wasn't any resistance/friction while inserting the balloon through the rotating hemostatic valve. There wasn't any resistance/friction while inserting the balloon through the guide catheter. There wasn't any excessive force used anytime during the procedure.